Event description:
The distributor reported that a hole was identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record did not reveal any review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. A visual inspection of the returned device in addition to ingress protection testing did reveal the presence of a hole in the pouch. The user's complaint was confirmed. The hole appears to have been caused by a device being forced through the pouch. The root cause of the failure is attributed to the hole the pouch was handled during shipping. Merit is unable to determine exactly where in the shipping process the hole occurred.